Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.